Event description:
It has been reported that the shutter collimation failed. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected it was unknown if the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and performed the troubleshooting. During the troubleshooting, the cat viewer result showed that the frontal shutter collimation failed and there was a problem with collimeter shutter. The fse reviewed the log file to check the reported issue. The log file analysis confirmed the collimator (shutters) malfunction. The fse performed a functional check of the panel and no abnormalities were identified. After the troubleshooting, the system was confirmed to be operating as intended, no failure was identified, and system handed over to the customer. The codes were updated based on the investigation outcome. Evaluation method code was corrected.